Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to ms and s, that the anesthesia department is placing midlines for antibiotic administration and they are leaking and not giving a blood return shortly after insertion. The healthcare professional (hcp) stated that the nursing home cannot use the line if they are not able to get blood return and have to use a peripheral IV. Advised hcp to check placement, position, and to ensure that line is flushed after each use with heparin. The length of the midline should not go past the axilla. Hcp stated the some of the midlines were placed into the antecubital area. It is unknown if ultrasound is used to check the veins for stricture, vales etc. No patient injury was reported.